Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that when they did the pump refill today, they got quite a bit of stuff back. She should have had 2 or 3 something, but they got back 7 and the doctor told her to call in to the manufacturer. There had been no discrepancies noted at past refills. No patient symptoms were reported. No further complications have been reported as a result of this event.